Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this device and right ventricular (rv) lead presented to the emergency room with complaint of lightheadedness and dizziness. The patient's heart rate was noted to be in the 30 beats per minute (bpm) range. High rv threshold measurements and intermittent capture was observed. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device was disposed of by the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.